Event description:
Patient presented for follow up and externalized conductors were noted. Noise was observed on the ventricular channel causing inappropriate charges and therapies. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.